Event description:
It was reported that prior to patient use, the endotracheal tube's cuff would not inflate. There was no patient involvement reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The lot number to the referenced device was not reported. Therefore, the date of manufacture is unknown.